Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v017354, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type: lead.

Event description:
Additional information received reported that the patient had a full replacement and was doing fine.

Event description:
It was reported that the patient experienced shocking/jolting sensation. Office instructed patient to turn device off using their patient programmer. Replacement of device is scheduled for (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-28 lot# v017354, implanted: 2007 (B)(6); product type lead. (B)(4).